Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g2, h4, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. The fse advised the customer to clean the electrical contacts. The subject device will not be sent back to olympus for further evaluation and repair. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a noisy image. The issue was identified during a preparation for use for a laparoscopic cholecystectomy procedure. The procedure was completed a similar device with no surgical delay. There were no issues with the concomitant devices. There were no reports of patient harm.

Event description:
It was reported the subject device had a noisy image. The issue was identified during a preparation for use for a laparoscopic cholecystectomy procedure. The procedure was completed a similar device with no surgical delay. There were no issues with the concomitant devices. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.